Manufacturer narrative:
Medical devices continued: 4470 boston scientific lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising capture to high thresholds. High, varying, and low impedances were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.